Event description:
The patient reported power extension cable detached from the unit. The unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power extension cable was frayed with exposed wires. No additional physical damage was observed. The backplate of the device was removed, and the power supply was connected directly to the device. The unit was able to power on as expected, and no additional loss or interruption of power was observed. The reported complaint was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.